Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the reason the patient had the device implanted was due to urgency and incontinence. Caller reported the device was working well until they developed asthma and a cold on top of that and patient really had to urinate when they coughed a lot so now ¿it¿s really not working¿ and the patient had to buy larger pads. Patient reported their device was shown to be working meaning that it was turned on. Patient would follow up with health care professional for treating cough and asthma. There were no further complications reported.